Event description:
It was reported that the patient received multiple inappropriate shocks. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were found at 17.0cm to 19.0cm from the distal end. Another external insulation abrasion was found at 8.0cm to 9.5cm from the distal end. The etfe coating was intact at all abrasion locations.